Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device and confirmed that there was a piece of a broken cutter stuck inside. The handpiece device was taken apart and it was noted that there was excessive corrosion, and medical debris in the locking mechanism assembly preventing the lock tabs from releasing the cutters which caused the failure. The piece of the cutter was examined using 40x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was determined that the cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning/improper handling. The assignable root cause was determined to be traced to the user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products: handpiece device, UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from chile that the handpiece device did not work, and there was liquid inside the device. Upon receipt of the device, it was observed that a cutter fragment was found stuck inside the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.